Event description:
The customer reported that the system would not save images and then failed to boot to a usable state. No pt injury or user injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The bios settings were evaluated and reset. The system tested and found to be working as intended and returned to service.